Event description:
It was reported that during a da vinci prostatectomy procedure, in the middle of coagulating, the surgeon noticed arcing from the monopolar curved scissors instrument (mcs). The surgical staff immediately removed the mcs instrument and found a "little hole" on the tip cover accessory. The planned procedure was completed with a replacement tip cover accessory and without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The accessory and instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the accessory or instrument are returned for eval, a follow-up MDR will be submitted.